Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed to initialize arbitrary waveform generator (awg). Additionally, a service code 102 (charge profile fault) was displayed. The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause of the failed awg could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.